Event description:
Customer had three magnesium patient results that were erroneously high, all repeated within normal range. User decided to repeat the initial results based on comparison with previous patient history. Patient 1, initial result 3.5, repeat 2.1 mg/dl. Initial result not reported. Patient 2, plasma sample, initial result 4.1 (accompanied by data flag), repeat 2.2 mg/dl. Initial result reported and corrected. Patient 3, plasma sample, initial result 3.3 (accompanied by data flag), repeat 2.0 mg/dl. Initial result reported and corrected. Magnesium reagent lot #14823400. Customer did not know if the patients were treated based on erroneous results. No adverse events were reported. The field service representative found the vacuum pump diaphragm had failed and he replaced the diaphragm. He verified analyzer operation by performing a precision check which was acceptable and he ran qc.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.